Event description:
It was reported while using bd luer-lok¿ syringe sterile, single use the tip of the syringe broke off during use. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that syringe broke off into the IV set where the blood was being drawn from. The patient was not harmed but had to have another IV insertion.

Manufacturer narrative:
The initial reporter also notified the FDA on (B)(6) 2022. Medwatch report # mw4900240000-2022-8014. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported while using bd luer-lok¿ syringe sterile, single use the tip of the syringe broke off during use. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that syringe broke off into the IV set where the blood was being drawn from. The patient was not harmed but had to have another IV insertion.